Event description:
It is reported that the customer had normal blood glucose levels of 110 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported a calibration error from the sensor of the insulin pump. The customer further previously reported on getting low threshold alerts from the insulin pump. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.